Event description:
It was reported that the motor drive unit was not cutting during a gynecological procedure. The unit powered on like normal, but the motor failed to activate three separate handpieces. Extensive troubleshooting was done over the phone during the case, but they could not get the device to work. The case was completed by laparotomy.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.